Manufacturer narrative:
The fsr replaced the abd. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the air bubble detector (abd) failed testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the transducer was inspected under a black light to observe the bonding adhesive. It was found that there were areas of delamination between the ceramic and transducer housing. This leaves a small air void in the detection circuit and prevents proper transmission of the acoustic energy. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd activated from the central control monitor (ccm), it instantly began alarming. The pst was unable to clear the alarm. After rebooting the system and reactivating the abd, it again instantly began alarming and was unable to be cleared. The unit did not operate as intended.